Manufacturer narrative:
(B)(4). Date sent: 3/17/2026. D4: batch #unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the cartridge was broken and could not be loaded. The device was not used for the patient. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.